Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the delivery tube and the seal was extended outside the tube. The seal was intact. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. To further investigate, the seal was pulled out of the delivery tube. No issues were observed during this functional test. Based upon the received condition of the device, the reported complaint "seal did not deploy properly" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals did not deploy properly. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.